Event description:
It was reported that, outside of surgery on (B)(6) 2023, outer edges of the skin graft were only removed. There was no patient involvement and no impact to user reported. Due diligence information completed. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: canada. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6, h10. Review of the most recent repair record determined ball plunger in the thickness control lever was not in the correct position causing the torque to be loose on the lever. The lever and ball plunger were replaced to resolve the reported issue. A review of the DHR could not be conducted for this device as the device history record (DHR) associated with this device is not available. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350-2024-00078.

Event description:
No additional information is available regarding the incident.